Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity.¿ number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 16 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04470 / 04505).

Event description:
It was reported that patient underwent an initial knee procedure in 1990 with competitor products. Subsequently, patient underwent a revision procedure in 2000 with competitor products. Patient reported patient underwent an initial right oss knee procedure on (B)(6), 2012. Subsequently, the patient was revised on (B)(6), 2014 due to knee buckling forward. During the revision, significant scar tissue was noted. Patient reports continued buckling of the knee and pain. It was further reported that patient underwent a bone scan on (B)(6), 2015, which revealed a periprosthetic fracture in the patient's shin. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.